Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp soln set leaked and subsequently disconnected. While connected to the patient, "the tubing was leaking and then completely disconnected from the trifuse". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon follow up, the proper priming technique's were reviewed with the on-site nursing staff. Since the in-servicing no further issues were reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.